Event description:
It was reported that during un-packaging of a 2.75x15 rx xience xpedition stent delivery system (sds), the stent dislodged from the balloon and remained on the stylet. Reportedly, there was no resistance felt during removal of the stylet. The device was not used and there was no patient involvement. A new xience xpedition was used to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Stent dislodgement was confirmed. Based on visual and dimensional analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.